Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's mother stated that the pump stopped working overnight. Customer woke up with a high blood glucose level and changed the sets. Customer went to rewind the pump and a circle showed up. Customer put the reservoir back and received a compromised force sensor system alarm. Customer's mother stated that the pump keeps on vibrating every couple of minutes. Customer's blood glucose level was 434 mg/dl. Customer's mother gave her 10 units of insulin to treat. Customer's mother reported that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.